Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2207 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported rn attempted to place a 2.25 inch, 20g needle via us guidance to r forearm vein. Needle was unable to be retracted and catheter did not flush easily with saline. This rn removed the catheter and noted the catheter to appear deformed, likely related to attempts to retract and pull the needle out. Reattempted with another needle and was able to place line.